Manufacturer narrative:
Most possible root cause based on the information provided, the risk assessment for the lucia product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue but is not limited to: lens placement technique, loading strategy, accessory device support, poor handling during folding and inserting. Reviewing the manufacturing documents did not show any indications for a malfunction of the iol. The product was produced in accordance with manufacturer's specification, and no deviation has been detected.

Event description:
The customer reported that the CT lucia 602 iol (intraocular lens) was explanted. No patient injury was reported. No further information was provided.